Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of b1 on ib. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test or verify battery out limit alarm, "battery was out too long" due to blank display. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump has been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.